Event description:
Patient was revised to address loosening of the srom sleeve, which was causing pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Requests for additional investigational inputs were made in accordance with (B)(4). Unsuccessful attempts were made to try to obtain additional information. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). This information was previously reported in duplicate record under 1818910-2020-09937. This is now being reported again under 1818910-2012-12223. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address failed left total hip arthroplasty. Revision notes stated sclerotic bone in the trochanteric bed and the proximal sleeve was removed as it was not ingrown and was grossly loose. Added patient's dob, gender, weight , height, medical history. Corrected patient initials and date of implant doi: (B)(6) 2005 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.